Event description:
The reporter indicated that upon inquire, the programmer stopped and only rec'd parameters and not telemetry data. The device was previously programmed to ddd mode and the programming mode was vvi. There was no magnet response and the programmer could not communicate except for the programmed parameters.